Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Talent taa stent grafts were implanted during the endovascular interventions for stanford type a aortic dissection on unknown dates. The following adverse events were reported; , perforation, dissection, occlusion, valve damage reintervention and stroke. The cause of the adverse events are undetermined.